Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ic2 , indicating that the device is inoperable. The device was not in clinical use, therefore no patient or user harm.